Event description:
It was reported that bd syringe luer-lok¿ tip had 84 occurrences of foreign matter, 25 occurrences of damaged barrel, 4 occurrences of inclusions, and 142 occurrences of label printing issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
Describe event or problem: it was reported that bd syringe luer-lok¿ tip had 84 occurrences of foreign matter, 25 occurrences of damaged barrel, 4 occurrences of inclusions, and 142 occurrences of label printing issues. No serious injury or medical intervention was reported. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: regarding cardboard fm: the batches involved are from 2017. Corrective actions have been implemented since then that included eliminating cardboard and wood from all manufacturing areas. No additional actions are recommended at this time. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip contained foreign matter, was damaged, had inclusions, and had label printing issues. No serious injury or medical intervention was reported.